Event description:
Medtronic received information that a ped2 pipeline stent failed to open. The patient was being treated for a c2 5mm aneurysm. For coil assistance, the navien6f 115cm was unsheathed at the straight part of m1. The sleeve was removed without issues. The stent was temporarily retracted, and the system was pulled to the deployment position before being deployed from the straight section. The tip had a trumpet shape. It was confirmed to be centered, and deployment was initiated in an unsheathing manner, with more than one-third of the stent being deployed. However, the middle section did not open easily. The stent was re-sheathed, and deployment was attempted repeatedly without success. It failed to open in the shaft center and distal stent region. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No other action was taken to deploy the stent. The pipeline was resheathed and removed from the patient with the microcatheter. The stent was exchanged from 5-18 to 5-16, and with the same operation, it was successfully deployed without problems. There were no issues with the navien cath eter. There were no damage ti the pushwire or stent portion of the pipeline. Baseline aneurysm characteristics: location right internal carotid atery (ica), c6 opthalimic. Ruptured, saccular aneurysm with a max diameter of 6mm and a neck diameter of 4mm. The distal landing zone was 3.9mm and the proximal landing zone landing zone was 4.9mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported. Acillary devices: rfx072-115-08/lot no.: b709952 unk-nv-fg15, phenom27 150 cm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not placed in a bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.